Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but 7 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found when using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. This event occurred 6 times. The following information was provided by the initial reporter: when checking the tubes for blood collection, it was observed that 6 tubes had precipitate inside the edta tubes.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found when using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. This event occurred 6 times. The following information was provided by the initial reporter: when checking the tubes for blood collection, it was observed that 6 tubes had precipitate inside the edta tubes.